Event description:
The customer reported low blood glucose levels after changing the battery on the insulin pump. No blood glucose reading was reported. The customer stated, she did not give any boluses but the reservoir was empty by the end of the day. The customer then stated, she was hospitalized for low blood glucose levels. Troubleshooting was performed, and the insulin pump did not pass the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.